Event description:
Provider states the alarm will not sound off. Provider states he sends the unit to 3rd party repair center biomed. Provider was advised the information will be reported. No further information provided.